Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient's order was not showing on the station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the one user was unable to see the patient order. The technical support specialist (tss) inspected and found that the user had not been assigned to any facility or roles in the pyxis configuration. The tss advised the customer to log on to the pyxis admin portal and assign the necessary role to the user. No further updates were received on the case and updated for case closure. The system functioned as intended after the technical support specialist checked the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es patient's order was not showing on the station. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.